Event description:
From the call center: I am calling in regard to my daughters gastric stimulator having to be removed due to being septic and finding that the infections was on the stimulator wires. My daughters doctor wanted me to report this as he has never seen this before.